Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the proximal extension complaint is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak of the proximal extension is device related due to the use of strata material. The final patient status was discharged home stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure during a routine follow up, a type 3b endoleak was identified on the proximal extension. The patient is not symptomatic, however was admitted to the hospital with non-device related complications due to cancer. The physician is planning to treat the 3b endoleak but the reintervention has been postponed. Additional information:an intervention was completed. The physician elected to implant two (2) infrarenal stent graft extensions and another suprarenal stent graft extension to treat this event. The patient was reported as stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure during a routine follow up, a type 3b endoleak was identified on the proximal extension. The patient is not symptomatic, however was admitted to the hospital with non-device related complications due to cancer. The physician is planning to treat the 3b endoleak but the reintervention has been postponed.